Manufacturer narrative:
Test results from device manufacturing and DHR were reviewed. Driver sn# (B)(4) passed all functional testing in production. No anomalies associated with sterilization of product. Returned product was evaluated per appropriate procedure and was found to have unacceptable capacitance output.

Event description:
During initial implant, envoy medical was able to recognize poor device (sn (B)(4) performance on (B)(6) 2018. Replacement device was implanted. Patient/clinical history with emc on (B)(6) 2018 initial implant. Poor driver performance recognized. Replacement device implanted.